Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon investigation completion.

Event description:
Erroneous aptt test results caused by suspected problematic reagent. The operator placed two sets of aptt reagents (the second set was brand new). The initial aptt quality control was normal, with a result of 30.2 seconds (target value 29.0 seconds). When the first set of aptt reagents was exhausted and the second set was switched in, starting from sample number (B)(6), all patient sample aptt results were significantly lower than normal. After noticing the abnormal results, the operator replaced the suspected problematic reagent and retested. Retesting showed large discrepancies in results, confirming reagent issues. No adverse event or patient impact reported.

Manufacturer narrative:
A review of the submitted instrument backup for acl top 700 sn (B)(6) sw 5.4.0 p 16.8.00, dated 8/13/2025, was performed. A review of the sample list on 8/13/2025 from 09:44:31 to 11:58:37 confirms the submitted data containing the list of samples. Review of the 5 samples in question showed that all results were flagged with mt 5600 maintenance overdue or failed. A review of the second derivative curves from the initial results indicates complete clot formation; however, the absence of a baseline suggests the possible use of a contaminated reagent. The repeat result second derivative curves show normal reaction curve presentation. A review of the general log list does not show any instrument errors or warnings that may have contributed to the lower than expected results. A review of the service history for acl top 700 sn 17061251 shows the instrument is up to date on the required preventive maintenance. The root cause of the shortened patient results could not be determined. However, complaint analysis suggests a high likelihood of contamination affecting the assay reagent components. The issue was successfully resolved by replacing the affected reagent. There was no patient impact. Based on this assessment, no remedial action is required. This incident will be monitored through trending analysis.